Manufacturer narrative:
Information received via data summary report from site in support of an investigator sponsored study. No further information is available at this time, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that: "hospital employee (B)(6) reported to stryker rep (B)(4) that the simplex ampules had the back peeling off on the sterile barrier. Product was removed from (B)(6) and returned to the branch."